Event description:
(B) (4). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The 70% stenosed target lesion was located in the proximal left anterior descending (lad) artery. The lesion length was 8mm and the reference vessel diameter was 2.5mm. The target lesion was treated with predilatation with a quantum maverick balloon and a dissection occurred. A 2.5 x 12 mm study stent was implanted. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B) (4)the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.